Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced leakage. The following information was provided by the initial reporter, translated from japanese: liquid medicine leaked from between the cylinder and the needle storage cylinder. There was a wobble in the cylinder part.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2110010, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Retained samples of the same lot were used for additional evaluation. All product was visually inspected, no defects were observed. Leakage testing was performed and in all cases the product functioned as intended and no leakages occurred. The injectors were disassembled for further inspection. The products were verified to be properly assembled and no issues were found within the device that could have lead to any leak. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced leakage. The following information was provided by the initial reporter, translated from japanese: liquid medicine leaked from between the cylinder and the needle storage cylinder. There was a wobble in the cylinder part.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.